Event description:
It was reported that the patient passed away. There were no device issues at the time of the event. The outcome was not considered to be device or therapy related.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6) , cannot be conclusively established through this evaluation. The patient expired on (B)(6) 2022. The outcome was not considered to be device or therapy related. Privacy laws reportedly prohibit the customer from providing information regarding the case. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.